Manufacturer narrative:
The customer cleaned the alnty c-series cuvette d as instructed by service resolving the issue. The alnty c-series cuvette d was deemed the cause for the false elevated magnesium results. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false elevated results post service intervention. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. The following data was provided (patient ref range 1.6 to 2.6 mg/dl): sid (B)(6) initial result was 7.3 mg/dl, repeated on other alinity 1.7 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.